Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sectionsmfr site, and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd discardit ii syringe had an issue with the leakage while drawing spinal fluids the following information was provided by the initial reporter: "discardit 5ml(24g) was an issue with the leakage while drawing spinal fluids from the patient and no patients or hcp was not affected with the incident and asked the respective company person to rectify the issue happened."

Manufacturer narrative:
H.6. Investigation summary: there are no samples and two photograph from the customer along with the reported complaint of leakage. The defect cannot be confirmed on the photograph as it is a functional test and the original sample will be needed to investigate and confirm the reported defect. The investigation of probable root cause could only be carried out on the original sample, which was not available. The investigation is therefore inconclusive. The DHR of material no. 300847 with batch no. 2103036 was checked and there was no quality notification found on this lot no. From its production date to its dispatch on date. H3 other text : see h.10.

Event description:
It was reported that 2 bd discardit ii syringe had an issue with the leakage while drawing spinal fluids. The following information was provided by the initial reporter: "discardit 5ml(24g) was an issue with the leakage while drawing spinal fluids from the patient and no patients or hcp was not affected with the incident and asked the respective company person to rectify the issue happened."